Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the literature review "coblation versus unipolar electrocautery tonsillectomy: a prospective, randomized, single-blind study in adult patients"; 1 patient experienced a postoperative bleeding episode on the side where coblation had been used for dissection using an evac 70° wand. The patient did not required return to the operative room, but required inpatient medical observation on post-operative day 6. The patient outcome is unknown, and no further information is available.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. It has been communicated that no further information is available. As of the date of this medical investigation, the requested clinical documentation has not provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient outcome and current health status are unknown. The patient impact beyond the reported cannot be determined. Therefore, no further clinical/medical assessment can be rendered. Should any additional clinical information be provided, this complaint may be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.